Event description:
As reported by an edwards lifesciences affiliate in germany, the patient underwent a transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra (s3u) valve. During valve deployment, the delivery system balloon burst when the valve was fully deployed. Prior to inflation, two (2) ml of additional volume had been added to the balloon. Subsequently, the delivery system was attempted to be withdrawn into the esheath; however, the balloon could not be introduced into the esheath. A surgical cutdown was performed to remove the devices. The patient was noted to be stable post-procedure. The perceived root cause of the event was reported to be the additional volume and annular calcification.

Manufacturer narrative:
The unique device identifier (UDI) number is (B)(4). The investigation is ongoing.